Manufacturer narrative:
(B) (4).

Event description:
Procedure: gastric bypass. According to the reporter: the surgeon was creating the small gastric pouch and on the third and last shoot of the pouch there was a "crunching" sound when closing the jaws of the sulu. The surgeon opened the jaws and closed them again, without sound this time. When the endo gia was fired and the tissue was pushed forward in an abnormal way. When the jaws were opened, the staple line was not properly formed. Some of the staples were not b-shaped and the staples were not placed in rows as normal. Two add'l endo gia sulu's were used to secure the staple line with resection of add'l tissue.